Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 01/28/2020. Additional information: d10, h6. Additional h3 device evaluation summary: an empty labeled winding former and a detached needle of product code sxpp1b450 were received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The needle present body fluids and marks could be observed on the body needle that appear to be by use of a surgical instrument. In addition, a suture piece was observed still attached into the barrel hole. The suture was not received for evaluation. The manufacturing records couldn't be reviewed as the batch number is unknown. According to sample condition the assignable cause of the pull off suture needle is an improper handling.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent laparoscopic myomectomy on an unknown date and suture was used. During the procedure, the needle was detached from the suture during continuous suturing, though no extra force was applied. It was not a control release needle. There were no adverse consequences to the patient.